Manufacturer narrative:
Visual analysis of the returned device identified crease fold, wear abrasion, brown particles on the shell, one opening linear on the anterior, and the weight the device was within specification. A microscopic analysis was performed which identified one striated opening on the anterior. Based on the device analysis the final assessment is: one striated opening due to surgical damage consist in the use of some surgical tool.

Event description:
Healthcare professional reported rupture on an unknown side diagnosed via MRI. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported rupture on an unknown side diagnosed via MRI. The device has been explanted.